Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display screen was dim and hard to see in a bright setting. This complaint is being reported because the reported display screen issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/05/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked. Also unrelated to the complaint, evaluation revealed that an internal component on the printed circuit board was defective. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.